Manufacturer narrative:
Investigation conclusion:training panel samples were sent to the customer site for troubleshooting purposes. Discordant results in the training panel samples were seen when tested between technicians suggesting possible contamination during processing by certain technician(s). Further troubleshooting is being performed on prevention practices with technicians at the customer site. No further investigation necessary. The assay is performing as expected. Root cause: possible technician processing error and/or contamination. Source: phone.

Event description:
Customer reporting 6 discordant sars result on patients being screened prior to a surgical procedure. Patients were initially positive and on retest were negative using the same assay and instrument but by different technicians (users). Report 5 of 6.